Event description:
On (B)(6) 2024 an ilet user reported the experienced a high blood glucose (bg) resulting in a visit to the hospital. The event occurred on (B)(6) 2024. On (B)(6) 2024 the user experienced elevated bg levels following a dexcom g7 continuous glucose monitor (cgm) sensor change. The user's bg rose to 357 mg/dl, and despite changing the cartridge, the user refused to change the infusion site, attributing the issue to the sensor. The user repeatedly made multiple meal announcements, thinking this would lower their bg, but was advised that this was not an effective approach. The user continued to insist on finding an alternative solution to avoid changing the site. After over three hours of elevated bg, the user went to urgent care where they were advised to go to the ER. The user was advised to disconnect from the ilet and receive a manual insulin injection. At the hospital, the user's bg was 445 mg/dl, and despite receiving 24-34 units of humalog, the bg did not decrease. The user reported they experienced nausea, had the chills, was cold and had a headache. The user was released on (B)(6) 2024 with bg still at 446 mg/dl and continued to struggle with high bg levels. Additional training was scheduled for (B)(6) 2024 with the user's cds to address proper use of the device and meal announcements.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. The ilet lost power at approximately 9:39 pm on (B)(6) 2024 until 3:18 am (B)(6) 2024, resulting in suspended insulin delivery. The reason for the power loss is unknown based on available data and cannot be determined without an additional data sync from the user. According to case notes, a customer care agent assisted the user to shut the device down at that time. Available device data confirmed hyperglycemia on the reported event date for the 10 hours leading up to when the device lost power. Based on available data, no evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hyperglycemia began following a meal announcement and worsened after a supply change. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set, or some other failure along the fluid pathway, resulting in insufficient insulin delivery, and the user's repeated refusal to follow the ketone action plan and/or change their infusion site.